Manufacturer narrative:
Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device- 3 years and 3 months. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On (B)(6) 2017, the patient presented with symptoms of dysarthria and hand weakness and was diagnosed with a spontaneous subdural hematoma. At the time of the event, the patient¿s inr was 2.5. There were no changes to the patient¿s anticoagulation regimen prior to the event. As of (B)(6) 2017, the patient was reported to be doing fine. The customer was restarting gentle anticoagulation. No additional information was provided.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. Review of the submitted system controller log file showed normal device operation with no atypical alarms captured. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.